Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a ram can not be safely fixed with spring and cap. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the article was investigated according to our manufacturing and material documents. No deviation could be detected according to our specifications. Based on this result, we exclude any failure from manufacturing. Based on the finding, the thread on the plunger is damaged; it is possible this was a result of incorrect handling. This happened during the installation, which was after the preparation. No product fault could be detected. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.